Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation with a secondary set connected at the top y-site. Visual inspection showed no defects. The device was set up with in-house solution bags for functional testing with normal flow observed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution backflow occurred through a continu-flo solution set, which contains a check valve. The reporter stated that solution from a secondary bag, which was connected to a secondary set (baxter product), flowed into the primary bag via the continu-flo set. This occurred within seconds of starting an infusion of an antibiotic (non-baxter product) using an unknown electromechanical pump. The pump was set at 200 ml/hour for 30 minutes for the secondary infusion and 100 ml/hour for the primary infusion. Prior to the event, nothing unusual was noted with the continu-flo set, and the check valve was inverted and tapped before priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.